Event description:
Customer reported problems with the fluoro monitor borders. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and verified the beam limits were within specs. System operates as intended.